Event description:
It was reported that the insulin pump was submerged in the ocean and the device had a blank display. Troubleshooting was performed. It was stated that the customer let the insulin pump dried for several days. The customer tried to use the device, and lines were showing on display. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display with missing segments, due to moisture damage found on the electronic assembly.